Manufacturer narrative:
Additional information: product not returning. Update to h6 coding.

Event description:
New information notes leads will not be returning.

Event description:
Related manufacturer reference number: 2017865-2021-34288. It was reported that the patient presented in clinic for unrelated procedure. Infection was present and vegetation was observed on the right atrial and right ventricular leads. Both the leads were explanted and replaced. The patient was stable post procedure.